Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the intraperitoneal implant, the patient experienced bowel obstruction. Post-operative patient treatment included bowel resection and revision surgery.